Event description:
A (B)(6) y/o female with a significant cad. On (B)(6) 2016, the pt was taken to the cath lab for stenting with help of impella device. A 14 f 30 cm sheath hub broke off and the sheath was left in the left common iliac artery. The initial attempts to remove the sheath were not successful and resulted in the severing of the sheath. Surgical intervention was done to retrieve it.